Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned by technical support.